Event description:
Baxter healthcare corp had 20g 3.5 inch spinal needles in the spinal needle package marked 22g 3.5 in needle. The wrong size needles in the wrong package. The needles come in boxes of 25 needles individually packaged needles per box. I sent three boxes back plus notified central supply and anesthesia of the problem. The boxes were returned to the company. The next shipment received a week later had the same mismarked needles. The lot number on the mismarked needles is l8h09, the lot number on the correctly packaged needles is l8e278. We use spinal needles for epidural steroid injections, nerve root blocks, facet joint injections, si joint injections and lb punctures. The 20 g spinal needles are too big for nerve root blocks, si joint/facet joint injections, there is higher risk of nerve damage and joint damage. Event reappeared after reintroduction?: yes.